Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: a difference in cohb results >2% between venous and arterial sampling was noted for one patient. Blood gas on arterial whole blood (becton dickinson blood gas syringe ref (B)(4) it appears that the venous becton dickinson ref (B)(4) has an issue with the way it is sterilized and has co in it. In (B)(6) 2019 bd released a notification (false elevation of carboxyhemoglobin) to customers advising that "your facility should assess the risk of using these tubes to measure cohb on any other platforms". As a reminder, the difference in dosage between venous and arterial cohb in file sf211222420 is > 2%. Siemens' explanations for the difference between the venous and arterial cohb assay in the sf211222420 file (> 2%) are not convincing because: delay between patient samples: it is a few minutes since the arterial sample was taken just after the venous sample hemolysis on the venous sample: the h-index (hemolysis) measured on the cobas automaton of the hep tube with gel, used for the determination of k and creatinine, is only "7" (threshold 60 to see hemolysis with the eye); in these conditions, it is unlikely that the h-index of the hep tube without gel used for the determination of carbon monoxide is different. Hep concentration of the analyzed samples: the venous hep tube (green tube heparine 4ml without gel becton dickinson ref (B)(4) was completely filled; the blood level of the arterial syringe (blood gas syringe becton dickinson ref (B)(4) was about 1 cm, which is usual hsc consulted with subject matter expert (sme) one would expect at most 1 unit difference between arterial and venous samples - eg 5.5 % to 6.5% - this difference is higher. What is the time between sample draws (is the evacuated tube venous sample older) from the patient? Note the k+ is always higher for the venous sample (almost 1 te (0.4mm)- perhaps the sample there is hemolyzed more so and can causing the spectral analysis to change. A 1% hemolysis can cause the k+ to be out of te.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Additional information was received that changed the reportability of this complaint. MFR report # 9617032-2022-00145. This MDR should be considered cancelled. The following field has been updated via the additional information received. B.5. Event description : it was reported when using the bd preset¿ syringe with attached needle, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: a difference in cohb results >2% between venous and arterial sampling was noted for one patient. Blood gas on arterial whole blood (becton dickinson blood gas syringe ref 364314). It appears that the venous becton dickinson ref 368884 has an issue with the way it is sterilized and has co in it. In jun 2019 bd released a notification (false elevation of carboxyhemoglobin) to customers advising that "your facility should assess the risk of using these tubes to measure cohb on any other platforms". As a reminder, the difference in dosage between venous and arterial cohb in file (B)(4) is > 2%. Siemens' explanations for the difference between the venous and arterial cohb assay in the (B)(4) file (> 2%) are not convincing because: delay between patient samples: it is a few minutes since the arterial sample was taken just after the venous sample hemolysis on the venous sample: the h-index (hemolysis) measured on the cobas automaton of the hep tube with gel, used for the determination of k and creatinine, is only "7" (threshold 60 to see hemolysis with the eye); in these conditions, it is unlikely that the h-index of the hep tube without gel used for the determination of carbon monoxide is different. Hep concentration of the analyzed samples: the venous hep tube (green tube heparine 4ml without gel becton dickinson ref 368884) was completely filled; the blood level of the arterial syringe (blood gas syringe becton dickinson ref 364314) was about 1 cm, which is usual. Hsc consulted with subject matter expert (sme) one would expect at most 1 unit difference between arterial and venous samples - eg 5.5 % to 6.5% - this difference is higher. What is the time between sample draws (is the evacuated tube venous sample older) from the patient? Note the k+ is always higher for the venous sample (almost 1 te (0.4mm)- perhaps the sample there is hemolyzed more so and can causing the spectral analysis to change. A 1% hemolysis can cause the k+ to be out of te. Additional information received 03/10/2022. No erroneous results were alleged against the abg syringe. This pr will be canceled.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: a difference in cohb results >2% between venous and arterial sampling was noted for one patient. Blood gas on arterial whole blood (becton dickinson blood gas syringe ref 364314). It appears that the venous becton dickinson ref 368884 has an issue with the way it is sterilized and has co in it. In jun 2019 bd released a notification (false elevation of carboxyhemoglobin) to customers advising that "your facility should assess the risk of using these tubes to measure cohb on any other platforms". As a reminder, the difference in dosage between venous and arterial cohb in file (B)(4) is > 2%. Siemens' explanations for the difference between the venous and arterial cohb assay in the (B)(4) file (> 2%) are not convincing because: delay between patient samples: it is a few minutes since the arterial sample was taken just after the venous sample hemolysis on the venous sample: the h-index (hemolysis) measured on the cobas automaton of the hep tube with gel, used for the determination of k and creatinine, is only "7" (threshold 60 to see hemolysis with the eye); in these conditions, it is unlikely that the h-index of the hep tube without gel used for the determination of carbon monoxide is different. Hep concentration of the analyzed samples: the venous hep tube (green tube heparine 4ml without gel becton dickinson ref 368884) was completely filled; the blood level of the arterial syringe (blood gas syringe becton dickinson ref 364314) was about 1 cm, which is usual hsc consulted with subject matter expert (sme) one would expect at most 1 unit difference between arterial and venous samples - eg 5.5 % to 6.5% - this difference is higher. What is the time between sample draws (is the evacuated tube venous sample older) from the patient? Note the k+ is always higher for the venous sample (almost 1 te (0.4mm)- perhaps the sample there is hemolyzed more so and can causing the spectral analysis to change. A 1% hemolysis can cause the k+ to be out of te. Additional information received 03/10/2022. No erroneous results were alleged against the abg syringe. This pr will be canceled.